Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4). Per the instructions for use, the user is advised to examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the that the aes-90sn arthroscopic energy 90° probe with suction, 13 cm, device was being used on (B)(6) 2026 during a shoulder arthroscopy procedure when it was reported ¿tip of aes-90 broke off during shoulder arthroscopy, used arthroscopic grabber to retrieve tip.¿. The procedure was completed with the same alternate device and a 5-minute delay. The current status of the patient was reported as ¿fine¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.